Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on feedback, as well as the returned device investigation, it is understood that the bifurcation hub to the outer braid bond became separated in this case. When bond failure is seen, it suggests that a significantly high deployment force occurred. Additional physical evidence in the returned device; the braid length being elongated outside of its specification, supports that the deployment force was high in this case. Therefore, the investigation concludes that this is an 'unable to deploy' case, which was caused by increased resistance during deployment, and the complaint is not related to a deficiency with the device.the root cause of the high deployment force in this case is the anatomical conditions of the patient. Based on the angiographic image review it is understood that the patient anatomy included vessel disease throughout the length of the sfa, with occlusion present in the proximal sfa. These factors would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment, as was the case in this complaint. Ufmeca-1 version 18.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment. Feedback in this case indicated that resistance was experienced during advancement of the device to the target site. It is important to note that IFU-1 version 3.0 gives the following warning statement: "warning: if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or the sds lumen. Carefully withdraw the stent delivery system without deploying the stent.". In this case, the physician continued to advance the device despite the noted resistance. Therefore, the investigation understands that the physician did not adhere to the instructions outlined in the IFU.the complaint was categorised as unable to deploy. The cause categories assigned were "anatomy" and "user." The complaint was not related to a device deficiency. Sections b.5. And h.11. Were updated with additional details following the completion of the investigation and section h.11. Summarises the sections changed in this report, sections d.9. And h.3. Were updated to reflect the device evaluation, sections g.6. And h.2. Were updated to reflect the type of report and reason, and section h.6. Reflects updated coding to align with the completion of the investigation.

Event description:
On 20-jan-2025 a veryan clinical sales specialist received information via a phonecall which reported that during a procedure using a 6.0 x 150 mm biomimics 3d (bm3d) stent system, the delivery system handle broke. There was no impact to the patient involved. The physician was uncertain if the incident related to the device. Additional information provided by the site confirmed that the event occurred on 09-jan-2025 and not the 17-jan-2025 which was originally reported. Complaint complete and event reassessed to non reportable, a supplemental report is required.the complaint investigation was finalised on 19-mar-2025 and determined that this event was an unable to deploy event due to anatomy and user. The complaint was not related to a device deficiency.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
On 20-jan-2025 a veryan clinical sales specialist received information via a phonecall which reported that during a procedure using a 6.0 x 150 mm biomimics 3d (bm3d) stent system, the delivery system handle broke. There was no impact to the patient involved. The physician was uncertain if the incident related to the device.

Manufacturer narrative:
Section b.3 was updated to reflect the amended date of the event. Section b.5 was updated with additional information received from the site. Sections g.6 and h.2 was updated to reflect the type of report (follow up 01) and the reason for the report and section h.11 was updated to reflect the sections of this report that were changed.

Event description:
On 20-jan-25 a veryan clinical sales specialist received information via a phonecall which reported that during a procedure using a 6.0 x 150 mm biomimics 3d (bm3d) stent system, the delivery system handle broke. There was no impact to the patient involved. The physician was uncertain if the incident related to the device. Additional information provided by the site confirmed that the event occurred on 09-jan-25 and not the 17-jan-25 which was originally reported.